Event description:
The customer reported that the x-ray tube error code (high temp) warning was on. Also during a procedure, the system shut down. When it turned back on, the collimator was down. No pt injury was reported.

Manufacturer narrative:
The c-arm was checked and is in good working order. The error log recorded a normal tube temp warning, at the end of a long case. No repair needed.